Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had no image in 190 series scope. The issue was found during maintenance. There was no patient involvement. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "no image with 190 series scope" was caused by a circuit board (ex ) was defective. Olympus will continue to monitor field performance for this device.